Event description:
Additional information was received that the left ventricular (lv) lead impedances have been consistently out of range, with measurements >2000 ohms for approximately the last two months. The lv lead configuration was lv tip to lv ring. Pacing thresholds in this configuration also increased to 5 to 6 volts at 0.5ms. Additional lv pacing configurations were evaluated and lv tip to rv coil showed pacing thresholds of 0.6 at 0.5ms; subsequently the pacing vector was reprogrammed to that configuration. Potential reasons for the observations were discussed. No adverse patient effects were reported. As they were able to program around the issue, the patient will continue with follow-up. The system remains in service.

Event description:
Boston scientific received information that this left ventricular (lv) lead has intermittently exhibited high, out-of-range (oor), pacing impedances > 2000 ohms. Capture thresholds have been normal. A connection issue was suspected, as on x-ray it appeared that the lead's terminal pin was not past the connector block. At this time, the patient will be monitored as there were no issues with capture and lead does not govern timing of device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.